Manufacturer narrative:
Catheter 8709, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2012. (B)(4).

Event description:
The patient experienced increased movement disorder and spasticity which was normally controlled by the baclofen pump. Less than 50% therapy relief was reported . The patient was admitted to the hospital and a dye study was performed. Aspiration was successful, but dye exited the access port and did not enter the intrathecal space. There was a suspected issue at the connector to access port. A catheter revision occurred on (B)(6) 2012 and a new sutureless connector was used to replace the old catheter connector. It was further reported as "break." Another dye study was then performed and all looked normal. On (B)(6) 2012 it was reported a suspected leak in the catheter. The patient was receiving a dose of 217.9 mcg/day but the hcp didn't believe the patient was receiving the full dose due to the catheter issue. At the catheter revision on (B)(6) 2012, the hcp decided to dilute the drug in the pump reservoir. The concentration of 2000 mcg/ml of baclofen was in the reservoir. The drug was taken from the reservoir and diluted to 1000 mcg/ml. The catheter had been cleared of drug during the revision. The hcp needed to know what to do with the remaining 2000 mcg/ml drug concentration inside the pump tubing. The hcp wanted to try to flex the pump programming to administer the patient a lower dose of 48 mcg/day, but this was not possible it was the lowest dose could only be delivered at a rate of 96 mcg/day. Programming the pump to minimum rate mode would take up to 48 days to clear the catheter, so the hcp decided they would deliver the 2000 mcg/ml drug remaining at a dose of 96 mcg/day. The plan was to prime the catheter volume only as it was confirmed the catheter had been cleared of drug. The old drug would be delivered at 96 mcg/day for 4.145 days up to 6.02 days. The pump delivered baclofen.

Manufacturer narrative:
(B)(4).